Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the distal migration is unk.

Event description:
On (B)(6) 2007, this pt was implanted with a gore excluder aaa endoprosthesis contralateral leg component to treat a 5 cm left common iliac artery aneurysm. On (B)(6) 2007, f/u imaging noted a proximal type I endoleak. The cause of the endoleak was reportedly due to the device migrating distally (amount unk). The cause of the migration is unk. On (B)(6) 2007, an additional procedure occurred whereby an aortic extender component was implanted for proximal extension. The endoleak reportedly resolved, and the pt tolerated the procedure.